Manufacturer narrative:
Qn#(B)(4). The customer returned one dilator/sheath assembly for evaluation. Signs of use in the form of biological material were present on the dilator body. Visual examination of the sheath assembly revealed the sheath tip was slightly crushed and folded over. This appearance is consistent with undue force being applied during an attempted insertion. No damaged was observed to the dilator. The total length of the sheath body measured to be 2 11/16", which is within specifications of 2 5/8"-2 7/8" per the catheter product drawing. The outer diameter of the sheath body measured to be 0.0800", which is within specifications of 0.0780"-0.0840" per product drawing. The inner diameter of the sheath tip measured to be 0.066" which is consistent with the nominal value of 0.066" per the product drawing. A lab inventory 4.5 fr catheter was inserted into the sheath per the instructions for use (IFU). The IFU provided with this kit states, "insert catheter through peel-away sheath to final indwelling position. Retract and/or gently flush while advancing catheter if resistance is met". The catheter was able to pass through the sheath with minimal resistance. The returned dilator was able to be inserted and locked with minimal resistance. Manufacturing and r & d were contacted as part of this complaint investigation. They confirmed that the sheath tips are 100% inspected for such damage. The IFU states to use a slight twisting motion when advancing the sheath as well as to enlarge the puncture site with a scalpel, as necessary. These actions should mitigate the observed failure mode; however, there could also be unique anatomical/procedural circumstances that could lead to this damage. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage". The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. The sheath tip was slightly crushed and folded over, which is damage consistent with undue force being applied to the tip during an attempted insertion. The sample passed all relevant dimensional inspection, and a device history record review was performed with no relevant findings. Based on the sample received, the customer report, and the comments from manufacturing/r & d, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: the tip of the peel away sheath was damaged during use. Additional information: the issue occurred during use on patient. Damage was described as the tip "fish mouthed". Another device was used for the procedure. There were no other interventions needed.

Event description:
It was reported that: the tip of the peel away sheath was damaged during use. Additional information: the issue occurred during use on patient. Damage was described as the tip "fish mouthed". Another device was used for the procedure. There were no other interventions needed.

Manufacturer narrative:
(B)(4).